Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a pre-operative diagnosis of herniated nucleus pulposus l4-l5, status post anterior interbody fusion l2-3 and l3-4, status post cage instrumentation l2-3, l3-4, spinal stenosis lumbar spine, gait disturbance lumbar spine, scoliosis lumbar spine, spinal radiculopathy lumbar spine, intermittent spinal myelopathy lumbar spine, osteoporosis lumbar spine, and foraminal stenosis. The following procedures were performed-intraoperative biplanar fluoroscopy, intra-operative local harvesting bone graft lumbar spine, pedicle instrumentation l2-l5 bilaterally, posterior spinal fusion l2, l3, l4, and l5, cage instrumentation l4-5, and left sided transforaminal posterior interbody fusion l4-l5. Decortication of bone graft from achieving posterior spinal fusion from l2, l3, l4, and l5 was achieved using bmp and cancellous autologous bone. In addition, cancellous autologous bone and bmp were passed in the anterioraspect of the disc space at l4-l5 followed by a capstone implant filled with cancellous autologous bone and bmp. Once this was inserted in the intradiscal space at l4-5 on the left side then disctraction traction was released. It was reported that the patient's post-operative period was marked by complications which included- the need for additional surgery, pain, nerve damage, and exuberant, ectopic bone formation.

Event description:
It was reported that on (B)(6) 2010, patient underwent following procedure: anterior interbody lumbar fusion l2-3, l3-4; cage instrumentation l2-3, l3-4; lntraoperative biplanar fluoroscopy; autologous local harvesting bone lumbar spine; for pre-op diagnosis of: degenerative disc disease l2-3, l3-4, l4-5; scoliosis; gait disturbance; spinal curve; lumbar radiculopathy; herniated pulposus lumbar spine; spondylolisthesis lumbar spine; lateral listhesis lumbar spine; osteoporosis lumbar spine; congential fusion l5-s1. Per-op notes: incision was made longitudinally overlying the l3 vertebral body, just superior to the anterior superior iliac spine and caudal to the mid axillary line of the t12 rib, carried through the skin and the subcutaneous tissue bluntly muscle splitting the external oblique and muscle, splitting the internal oblique transverse fascia, and then accessing the retroperitoneal space. Identification of the lateral aspect of l2-3 and l3-4 disc space on the left side was made. Then a guide pin was placed into the center of the lateral part of the l2-3 and l3-4 disc at the junction between the anterior third and the middle third of the disc. The guide pin was passed through the left lateral annulus to the right lateral annulus and then sequentially enlarging cannulas until a 26 millimeter operative cannula was achieved and placed over the lateral aspect of the l2-3 and l3-4 disc spaces under direct visualization. Then an incision was made through the lateral annulus at l2-3 and l3-4. Discectomy was achieved and decortication end plates. This occurred at both levels. Then once this was accomplished disruption of the right lateral annulus was achieved under direct visualization using a cobb elevator. This happened at both levels. Once this was done the wound was copiously irrigated with normal saline. Then a peek implant filled with bone morphogenic protein and cancellous autologous locally harvested bone was placed in the intradiscal space transversely at the 2-3 and 3-4 levels resting the implant on the right lateral and left lateral popiteal rings for structural support. The local and proper alignment was confirmed using the biplanar intraoperative fluoroscopy. No complications were reported